Event description:
It was reported that during an unknown procedure the surgeon fired the contour with a green reload successfully. Surgeon was going to fire contour stapler over the bowel again. The device reload would not click into place when trying to reload it. The surgeon continued to try and get the reload to sit but it was loose in the jaw. Surgeon had to open a new stapler to complete the firing. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: batch #468c26. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device and a second reload gcr40g (b) present. The reload loaded was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload (b) was received with the washer uncut, with staples and the retaining pin in up position. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with both returned reloads and the device fired, forming all staples and cutting as intended. The cut lines and the staple lines were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 468c26, and no non-conformances were identified.